Event description:
The prostheses were implanted three yrs ago for augmentation. One yr ago, the rptr developed pains in her hands and arms. Bilateral mammograms done 6/3/92. Bilateral implants are identified. The implants result in significant compression of the adjacent breast parenchyma making eval difficult. The pt has leakage of silicone bilaterally with extension into the axillary regions. Rather diffuse silicone also appears to be present in the right breast tissue as previously identified. Impression: bilateral breast implants compressing breast parenchyma as discusssed above with evidence for bilateral leakage for silicone. Bilateral mammograms done 11/30/93, were compared with earlier xeromammograms, the most recent of which is dated 9/10/91. Attempted "push back" maneuver to isolate the breast parenchyma from the implant was not successful due to the lack of mobility of the prostheses. One can still recognize bilateral silicone leakage that fills both axillary regions and some of the overlying breast parenchyma particularly in the tail portion of both breasts. A great deal of the breast parenchyma remains obscured by the underlying implants and defies the push back technique. Clinical scrutiny will have to be heavily relied on in monitoring this individual's breasts. No gross masses are appreciable.